Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). Reportedly, the customer forgot to deliver a bolus for food consumed. Customer delivered a bolus to address elevated bg levels.